Event description:
A nurse reported that vitrectomy probe had no cutting performance during the vitrectomy surgery. The aspiration was normal. The surgery was completed with replacing the new product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The sample was visually inspected and found to be non-conforming with the inner cutter in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. During the cut test material was observed to be missing from the cutting edge of the inner cutter. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed on the cutter. White and orange/brown foreign material was observed inside of the inner cutter. A piece of metal was observed in the tip of the inner cutter. An analysis of the piece of metal indicated that the composition was stainless steel. The physical appearance of the piece of metal appears to indicate it is a broken portion of a spun close needle cap. The welded cap of the needle of the returned sample is intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe sample had a cut failure. The cause of the cut failure is the missing material from the cutting edge of the inner cutter. The cause of the missing material from the cutting edge is the foreign metal object observed in the tip of the inner cutter. The exact source of the foreign metal object cannot be determined from the evaluation performed and a root cause cannot be identified. The exact root cause of the observed foreign metal object could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The sample was visually inspected and found to be non-conforming with the inner cutter in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. During the cut test material was observed to be missing from the cutting edge of the inner cutter. The probe sample was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed on the cutter. White and orange/brown foreign material was observed inside of the inner cutter. A piece of metal was observed in the tip of the inner cutter. An analysis of the piece of metal indicated that the composition was stainless steel. The physical appearance of the piece of metal appears to indicate it is a broken portion of a spun close needle cap. The welded cap of the needle of the returned sample is intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe sample had a cut failure. The cause of the cut failure is the missing material from the cutting edge of the inner cutter. The cause of the missing material from the cutting edge is the foreign metal object observed in the tip of the inner cutter. The exact source of the foreign metal object cannot be determined from the evaluation performed and a root cause cannot be identified. The exact root cause of the observed foreign metal object could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).